Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away. The information was obtained from the customer's doctor, by the diabetes care manager. The customer had gotten the insulin pump on (B)(6) 2015 but was never trained. No further information has been provided or obtained. Attempts will be made to contact the family or the next of kin. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.

Manufacturer narrative:
This additional information is being provided after new information became available. Our original medwatch report was submitted with missing details. The additional information has been provided in this form.

Event description:
Additional information was obtained that the customer had not yet started using the insulin pump. They were not wearing the insulin pump at the time of death.